Manufacturer narrative:
No pt info provided as no pt was involved in this concern. Lot number unk at time of this report. Device MFR date is dependent on the lot number. Quote for replacement part provided to the site.

Event description:
A medtronic rep reported that the site's open spine clamp is stripped and the site wants to replace it. The site reported they discovered this issue without a pt present.